Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were several episodes of noise resulting in oversensing noted on the right ventricular (rv) lead. No intervention was performed to resolve the event. The patient was stable and will continue to be monitored.